Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the low blood glucose 42 mg/dl. Customer also reported that they had blood glucose 60 mg/dl. Customer was treated with the carbohydrate . Insulin pump will not be returned for analysis.